Event description:
It was reported that tip of catheter is frayed with a bd neoflon¿ IV cannula. The following information was provided by the initial reporter: ends appear to band and shred at its tip.

Manufacturer narrative:
H.6. Investigation summary two samples were received by our quality team for evaluation. Upon visual inspection of the samples peelback of the catheter was observed; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation the probable root cause for peelback could be due to the tubing material. Personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. CAPA#81917 was issued to review the tubing material. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tip of catheter is frayed with a bd neoflon¿ IV cannula. The following information was provided by the initial reporter: ends appear to band and shred at its tip.